Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned component was thoroughly analyzed. The returned cuff was visually inspected, and leak tested. The cuff passed visual inspection and leak test. Product analysis could not confirm the reported packaging damage and sterility issue. Based on analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the box and this artificial urinary sphincter were observed damaged. The sterility might be compromised. The patient was not involved when the issue noted.

Event description:
It was reported that the box and this artificial urinary sphincter were observed damaged. The sterility might be compromised. The patient was not involved when the issue noted.